Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with cracked case at display window corners, battery tube threads, reservoir tube lip, and minor scratched and cracked display window.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack around the display window. Nothing further reported.